Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.

Event description:
Initial reporter contacted our country manager for (B)(4) and reported that they had a vns pt with high lead impedance on their system diagnostic testing. On (b)(6,4) during a f/u clinic visit, it was noticed after performing a system diagnostic that the results showed high impedance dcdc7. The last diagnostic test made at the clinic on (B)(4) 2010 was ok with dcdc of 2. The pt had been having a bit more seizures in the last few weeks that were not above their prevns level. It is thought these are related to their high lead impedance. The pt falls very often as she has a lennox-gastaut however, they did not notice any fall or particular trauma that could explain the high impedance. The site was provided guidance to program their vns off and they plan on sending the pt for x-rays and then sending a copy to the manufacture for review. Surgery is not planned at this time investigation is underway.